Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the device failed pressure test (above 27 psi) with 32.01 psi. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned with report of failed pressure testing. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found that the downstream occlusion (dso) seal was separating. The dso seal was replaced. No action was taken regarding the pressure testing issue. Service history review had no indication that the complaint was related to a service of the device within the review period.